Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation the charger/modem was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery pack or charger/modem. Device manufacture date: battery sn (B)(4): 06/12/2016. Charger sn (B)(4): 04/28/2015.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery and a battery pack was unable to charge.